Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
This report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2017-01794 pertains to the first resolution clip device and manufacturer report # 3005099803-2017-01795 pertains to the second resolution clip device. It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy procedure on (B)(6) 2017. According to the complainant, during the procedure, when the clip was deployed it did not release from the catheter, the physician then yanked and pulled off the clip from the patient. The second resolution clip device also failed to release from the catheter; however, the physician shook the device causing the clip to release. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable and discharged.